Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: customer is unsure which box suture was pulled from, 2 possible lot #s tabcbka0 or tdmher additional information: d4, h4 - the actual device batch number associated with this event is not known. The following are possible batch numbers: batch tabcbka0 manufacturing date: jan/11/2023 expiration date jun/30/2028. Batch tdmher manufacturing date: apr/17/2023 expiration date: mar/31/2028 in addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lot, and no non-conformances were identified. Additional g1: as the lot number is not known, the following are possible manufacture locations: ethicon gmbh, robert- koch strass1 norderstedt, germany deu. Ethicon inc. - juarez avenida de las torres 7125, col salvacar ciudad juarez, mexico mex.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when they pulled on the suture, the needle became detached from the suture. There were no adverse patient consequences. No additional information was provided.